Manufacturer narrative:
Final analysis found a partial lead measuring 49.9 cm was returned for analysis. The reported event of no sensing was confirmed. External abrasion was noted at 9.7-10.2 cm from the distal end consistent with friction to another device or features of patient anatomy.

Event description:
It was reported that the right ventricular lead exhibited a no sensing issue. The lead was explanted and replaced. Patient was stable before, during, and after the procedure.